Event description:
We have been informed that during procedure, after making the sclerotomy, the machine turned off suddenly and it did not turn on again. When trying to start the machine, the power button led blinks and switched off. Due to the reported event it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, after making the sclerotomy, the machine turned off suddenly and it did not turn on again. When trying to start the machine, the power button led blinks and switched off. Due to the reported event it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (pa-24v-dead_). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a delayed surgery.

Manufacturer narrative:
The device will be returned but is not accessible for investigation yet. No corrective or preventive actions can be implemented until the investigation has been completed. The investigation will be continued when the device is available for examination.

Event description:
We have been informed that during procedure, after making the sclerotomy, the machine turned off suddenly and it did not turn on again. When trying to start the machine, the power button led blinks and switched off. Due to the reported event it was decided to abort the surgery. No report that actual patient harm occurred.

Manufacturer narrative:
Following up on this event, the customer was requested to return the item subject to this event for investigation. A confirmation that the product will be returned for investigation was received. However, we are still awaiting the system to arrive at our facility. No corrective or preventive actions can be implemented until the investigation has been completed.once the complaint item is received, a (root) cause investigation will be performed.

Event description:
We have been informed that during procedure, after making the sclerotomy, the machine turned off suddenly and it did not turn on again. When trying to start the machine, the power button led blinks and switched off. Due to the reported event it was decided to abort the surgery. No report that actual patient harm occurred.